Event description:
The customer reported a bloody fluid leak of less than 10 ml, which was filling the blood sampling valve (bsv) tray of the lh780; the leak was not contained and the following warning error appeared: "manual sampling probe did not retract". There was no biohazard exposure to open wounds or mucous membranes associated with this event. In addition, there were no erroneous patient results generated.

Manufacturer narrative:
A field service engineer was dispatched. The fse confirmed the leak at the probe wipe rinse cup due to a broken solenoid pinch valve 111, which was replaced, resolving the leak and the error message reported. The fse indicated that the loss of vacuum caused by the broken pinch valve caused the rinse cup to overflow. Upon recur, the failure mode identified is likely to generate erroneous cbc/diff and retic, parameters due to dilution or contamination. Sample carryover and/or dilution is possible in open (manual) mode.